Event description:
Pt, his daughter and the diet counselor reported the pt felt sick, threw up and had a diarrhea. Pt, his daughter and the diet counselor stated on (B)(6) 2012, his blood glucose level was 571 mg/dl and he administered 9.0 units of insulin via the infusion device. Pt, his daughter and the diet counselor reported on (B)(6) 2012, his blood glucose level was 715 mg/dl and he was taken to the hospital by his daughter where he rec'd an IV infusion; contents not provided. Pt, his daughter and the diet counselor stated he will receive stationary treatment until (B)(6) 2012 for readjustment and then afterwards he will be admitted to the geriatric hospital. Pt's normal blood glucose level is 120-200 mg/dl. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.